Event description:
According to the reporter: the product was opened. The product fell apart in the surgeon's hands. The exp date was (B)(6) 2011. The surgeon obtained a difference piece and pt was fine. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).